Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal pumping therapy with multiple cartridges. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 504 mg/dl and ketone levels ranging between 0.6-1.4 mmol/l. The customer contacted a healthcare provider who assisted the customer in reverted to manual injections to address bg level.